Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of clearlink system solution sets leaked from the y-site. This was observed during patient infusion. The device contained leucovorin calcium. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: b5. Additional information: h6, h11. B5: approximately 25ml of leucovorin calcium leaked onto the patient¿s shirt and pillow. The medication was at room temperature and was infusing with a flow rate of 500ml/hr. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.